Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
Stem, head and liner explanted on (B)(6) 2020. Stem displayed clearly degraded/misshapen trunnion. Black and silver debris present in wound. Acetabular shell and screws retained. Acetabular liner replaced with new liner. Stem and head replaced with modular femoral stem and new femoral head.